Event description:
Reported issue: the package was found broken during inspection. It involved 30 pcs. All devices have a sterility breach. The outer package was not damaged.

Manufacturer narrative:
(B)(4). Quantity of 30 found during inspection. From the pictures provided the defect was confirmed as reported by the customer broken package - sterility compromised. However, it is necessary to receive the physical sample to perform a proper investigation, determine root cause, and implement corrective actions. The device history review for the product visistat 35w 6/box lot# 73e2200193 investigation did not show issues related to the complaint. Teleflex will continue to monitor and trend related events.

Manufacturer narrative:
(B)(4). The customer provided one photo for analysis. The complaint of "broken package - sterility compromised" was able to be confirmed by the photo. The customer returned one unit of 528235 visistat 35w 6/box for investigation. The individual returned unit was an unopened sample in its original packaging. The packaging of the returned unit was observed to be damaged, with cracking near the tip of the device where the staples are ejected. The sterile barrier of the returned sample is compromised due to the packaging damage. Per DHR the product visistat 35w 6/box lot # 73e2200193 was manufactured on 05/04/2022 a total of 23 ,640 pieces. Lot was released on 05/17/2022. DHR investigation did not show issues related to complaint. The sterile barrier of the returned sample is compromised due to the packaging damage. The reported complaint of "broken package - sterility compromised" was confirmed based upon the sample received. Visual examination of the returned sample revealed that the packaging is damaged to the point of a compromised sterile barrier. A CAPA has been previously opened to further investigate this issue. Root cause is identified in CAPA. Teleflex will continue to monitor and trend on complaints of this nature.

Event description:
Reported issue: the package was found broken during inspection. It involved 30 pcs. All devices have a sterility breach. The outer package was not damaged.